Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can¿t be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the 45th complaint for lot # 8324761 for this type of defect or symptom. Root cause description: undetermined. Rationale: CAPA not required at this time.

Event description:
It was reported that prior to use it was discovered that the needle was clogged with a bd needle 30x1/2 rb. The following information was provided by the initial reporter, translated from chinese to english: on 2020.03.27, the doctor in eye hospital found that one injection needle was blocked when they used 8324761 batches of injection needles.